Event description:
It was reported the non-dependent patient presented for lead repositioning due to lead dislodgement. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.